Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing disconnected at the quick release. The site location was at patient's arm and the pump was lying next to the patient. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 used set), it was found that the tubing detached from the tubing connector (cannula part/base piece). No further information available.